Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
Additional information was received from the customer on 7/19/2017 that a malfunction alarm occurred. There was no impact to the customer's blood glucose level as the customer was not using the pump for insulin therapy at the time of the event. The malfunction alarm was previously submitted with the device evaluation (different issue identified) on medwatch follow up number 1.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.